Event description:
Following an angioplasty, an attempt to deploy the angio-seal device was unsuccessful; the entire device pulled out. The anchor remained in the sheath. Manual pressure was applied and protamine was initiated to achieve hemostasis. The pt left the recovery room approximately one hour later with no hematoma.